Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for excessive noise. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to environmental conditions. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was worn. It was further determined that the device failed pretest for check the power with test bench, check for excessive noise, check for noticeable untrue running, check triggers for forward / reverse mode, check function of soft mode switch (safety system), and check for air leak. It was noted in the service order that the motor of the device did not rotate when connected to air. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.